Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a spinal surgery procedure, the trial device was broken while filling it in the pt to measure the gap between the vertebrae. The surgery was completed using a spared device.